Manufacturer narrative:
The device associated with this report was not returned. It is stated in the initial product investigation request, it was not suspected that the device failed to meet specifications or contributed to the reported event. Review of the device history records and/or a lot specific complaint database search was not possible as the lot code required was not provided. The investigation could not draw any conclusions regarding the reported event with the info available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional info be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Pt was revised to address loosening because the stem was undersized.